Manufacturer narrative:
Date rec'd by MFR: 16oct2019. A replacement front bezel was shipped to the customer for the necessary repairs. Multiple attempts have been made to confirm the repair status of the device, but no additional information has been obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a navigation ring failure. There was no patient involvement.